Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vtich12.6 implantable collamer lens, +08.00/+2.0/065 (sphere/cylinder/axis), during the same surgery due to the lens was stuck in the cartridge or injector system and tore/broke during injection/delivery into the patients right eye (od). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. G4: this product is manufactured in the u.s. But not marketed in the u.s. H6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).